Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a worsening of dystonia in extremities and anarthria, which was assessed as being severe. The patient was hospitalized and had lab work and a electroencephalogram (eeg) was performed. The patient was also treated with medications. The physician assessed the event as not recovered or not resolved. The relationship to the procedure was reported as not related and the relationship to device stimulation was reported as unlikely.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced a worsening of dystonia in extremities and anarthria, which was assessed as being severe. The patient was hospitalized and had lab work and a electroencephalogram (eeg) was performed. The patient was also treated with medications. The physician assessed the event as not recovered or not resolved. The relationship to the procedure was reported as not related and the relationship to device stimulation was reported as unlikely. Additional information was received that the event was resolved.